Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that introducers will not slide into the skin properly. Out of the lines they placed since july, 75% were harder to place then they should be. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Event description:
It was reported by customer that introducers will not slide into the skin properly. Out of the lines they placed since (B)(4). Were harder to place then they should be. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 5fr microintroducer. Use residue was observed on the sample. Microscopic inspection revealed a longitudinally aligned split in the peel-apart sheath at the distal end of the sheath. The outer diameter of the dilator was measured and was 0.0754¿ which is within specification. The microintroducer dilator was found to be within specification; therefore, the cause of the split is unknown. The manufacturing site evaluation determined the risk for this complaint is low and therefore, no further action is required. See returned sample analysis for more details. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that introducers will not slide into the skin properly. Out of the lines they placed since july, 75% were harder to place then they should be. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.